Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that the patient with this implantable pacemaker was hospitalized for a non-device related issue. Upon interrogation, the health care professional observed pacing into fibrillation. A review of daily measurements revealed atrial undersensing. Since p-waves have never been greater than 1mv, the sensitivity was reprogrammed to 0.15mv to eliminate the undersensing. Currently, this device remains implanted and in service. No adverse patient effects reported.